Manufacturer narrative:
The investigation is in process. No additional info is available at this time. It is not expected that the investigation will reveal any additional info to report.

Event description:
It was reported that the surgeon decided to implant a #3 by 16 mm ts triathlon insert in a pt. The pt's primary knee had a # 3 triathlon tibia baseplate and the surgeon elected to use this implant "off label". I informed the surgeon that this was not recommended and he stated he did not want to remove the primary baseplate for a universal. There is a potential for disassociation.